Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00462124. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 6/26/2019, mentor became aware that patient suffered bilateral capsular contracture. On 7/17/2019, mentor became aware via operative report that patient was encountered with right side breast implant rupture, and capsular contracture; baker grade IV. No issues were reported on the left side. This report is for the patient¿s right-sided device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture, and capsular contracture; baker grade IV. Concomitant medical products: left side; 300cc mentor memorygel breast implant; catalog number: 3507300mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00462124. It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and was presented with right side breast implant rupture, and capsular contracture; baker grade IV. No issues were reported on the left side. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.